Manufacturer narrative:
12/30/1997-supplemental report #1 submitted to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument jammed and the clips did not advance properly. The surgeon used another intrument to complete the procedure. The hosp has reported no pt injury occurred.